Event description:
As reported, the tip of a 5f bite tip catheter sheath introducer (csi) was damaged when opened. Upon reviewing the sheath, there is a "little lip at the distal end by the radiopaque marker." The sheath was not used because it was noticed to be damaged. Another 5f brite tip sheath was obtained and went in fine. There was no report patient injury. The device was stored as per the instructions for use (IFU). The device will be returned for evaluation. Addendum: as per visual analysis during the product evaluation, the cannula sheath introducer was observed frayed/split/torn damaged on the distal tip of the cannula.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18111195 presented no issues during the manufacturing process that can be related to the reported event. Complaint conclusion: as reported, the tip of a 5f bite tip catheter sheath introducer (csi) was damaged when opened. Upon review, there was a "little lip at the distal end by the radiopaque marker." The sheath was not used because it was noticed to be damaged. Another 5f brite tip sheath was obtained and went in fine. There was no report patient injury. The device was stored as per the instructions for use (IFU). A non-sterile si brite tip 5f 11cm cannula sheath introducer and a vessel dilator were received for analysis. The vessel dilator was received fully inserted into the cannula. Per visual analysis, no anomalies were observed on the vessel dilator. However, the cannula of the sheath introducer was observed frayed/split/torn on the distal tip. Per microscopic analysis, the unit was thoroughly inspected under the pal vision system, and the frayed/ split/ torn condition on the tip of the cannula was confirmed. Functional analysis (insertion/ withdrawal test) was performed to verify interaction between cannula and vessel dilator. The vessel dilator was passed through the cannula sheath introducer several times. Resistance was not felt, and no other anomalies were noted. Sem analysis presented evidence of a ruptured condition and scratch marks near the ruptured area. Additionally, an elongation and tensile cracks were observed in the rupture of the sheath. A product history record (phr) review of lot 18111195 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaints reported by the customer as ¿brite tip/distal tip-damaged- during prep¿ and ¿brite tip/distal tip-frayed/ split/ torn¿ were confirmed due to the frayed /split /torn condition noted on the distal tip of the cannula. The exact cause of these conditions could not be conclusively determined during the analysis. The scratch marks noted on the ruptured area are commonly caused by an interaction with a sharp object or mechanical damage. The elongations and tensile cracks noted on the ruptured area are commonly associated with separations caused by material tensile overload. Therefore, it is assumed the material was induced to a tensile force that exceeded the yield strength prior to the separation. This may have been while the using a medical instrument such as forceps. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if package is open or damaged.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.